Event description:
The customer reported that prior to use on a patient the iabp generated an "electrical test failure code #50" alarm (motor speed out of specification) and an "electrical test failure code #51" alarm. (Adjusted motor speed out of specification). The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the motor controller pcb (p/n: 0671-00-0004) and the grommet (p/n: 0348-01-0012), in an unrelated repair, the english safety disk assy (p/n# 0997-00-0985-01) and shaft col/fasten self lok/qwrle (p/n: 0105-00-0114) was also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4)